Event description:
It was reported, that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal outputs and normal telemetry communication. Analysis of the device image indicated the device was operated in high output mode. Electrical and mechanical tests performed including output verification and physical evaluation did not identify any anomaly or functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.